Event description:
Report based on analysis findings. T was reported that during a pulse field ablation procedure a farawave was selected for an atrial fibrillation procedure. The catheter was being prepared properly under my supervision on table. The side port was found cannot be flushed smoothly by syringe and also by continual irrigation the catheter was replaced. Analysis revealed a leak in the flush line.

Manufacturer narrative:
Device technical analysis: upon device return and inspection, the flushing through the irrigation line revealed that a leak was present in the catheter. Dissection found that the leak path was between the distal end of the luer and the flush tubing.